Event description:
It was reported during the implant procedure, that the lead was attempted, but not used due to high impedances and suspected implant damage. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood/body fluid (not obstructed) on the distal conductor.